Manufacturer narrative:
Patient age at time of event: ~60 years of age. Device evaluated by manufacturer: returned product consisted of a jetstream sc-1.6 atherectomy catheter in one piece. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was in the device when returned and is on the list of compatible guidewires. The guidewire was removed from the device by pulling the guidewire with very little effort. The guidewire tip did show some damage. Inspection of the jetstream device showed no tip damage or shaft damage to confirm the customer¿s complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Concomitant medical products.

Event description:
It was reported the device sheared off the guidewire and than got stuck on the guidewire. The physician was performing an atherectomy procedure of the anterior tibial/dorsalis pedis with the use of a 1.6mm jetstream sc catheter. The jetsream catheter was advanced over a .014 non bsc guidewire. The tip of the non bsc guide wire broke off while the jetstream was advanced forward. The area of treatment was so far distal, there was unfortunately no more room for the wire to have anymore "purchase" distally to the jetstream. So when the jetstream cutter tip crossed the transition portion of the solid to spring coiled wire tip, the tip of the wire uncoiled and then broke off. At this point the wire became "locked" into the shaft of the jetstream device. The procedure was 95% completed and there were no further treatment plans for that leg. There was no attempt to retrieve the wire fragment. The fragment traveled into a tiny side branch off the anterior tibial/dorsalis pedis. It was determined the vessel was too small to try and retrieve or intervene on. Patient was fine.